Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an observed episode on the interrogation contained invalid data. As a result, the episode could not be seen. It was confirmed that the patient was receiving radiation therapy at that time. It was discussed that the invalid episode will not be viewable, but could eventually be overwritten with more non-sustained ventricular tachycardia episodes stored. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.